Event description:
It was reported that the field representative called technical services (ts) for further evaluation of this implantable cardiac resynchronization therapy defibrillator (crt-d) to confirm device operation. It was noted that the device had recorded ventricular episodes. Upon review, the episodes had recorded delivery of four bursts of anti-tachycardia pacing (atp) and two shocks therapy. The shocks converted the arrhythmia. It was determined that the device had delivered inappropriately due to patient rhythm appeared to be atrial or sinus driven. The field representative noted the physician plans to optimize device programming. At this time, the crt-d remains in service. No adverse patient effects were reported.